Event description:
It was reported that during the implant procedure, the threaded sleeve broke off from the aiming guide and became lodged in the implant, rendering both the sleeve and implant unusable. It was also noted that during the placement of the screws that the angled driver was not properly engaging the screw. Surgeon used a new implant and a different sleeve to complete the procedure with no further problem, no harm to patient was reported. Event #1 of 4 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.